Event description:
A customer called with a complaint that the meter is not working right and that there might be a crack behind the screen. During the trouble shooting process, it was learned that some of the segments may be missing from the tens and units display. A request was made to return the meter for eval. In the meantime, a replacement unit has been provided. The customer has been invited to call the 24/7 customer service line should any problems or questions arise.